Event description:
According to the reporter, during the procedure, the device did not seal and the tissue was bleeding. There was evidence of energy delivery and end tones were heard. The device was connected to an ft10 generator and another device was successfully used with this generator. The jaws of the device were always cleaned during the procedure. There were three to five good seals before the issue occurred.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.